Manufacturer narrative:
This report is being submitted to include additional information. The investigation is complete. The device was not returned for evaluation. The root cause of the patient's tibial hinge component fracturing could not be determined. The device history records and sterilization batch records were reviewed and no issues during manufacturing or sterilization were identified that could have contributed to this complaint. If any additional information is obtained, a supplemental MDR will be filed accordingly. The following sections were updated: h3: device evaluated by manufacturer updated to no. H6: type of investigation code updated to 3331: analysis of production records. H6: type of investigation code updated to 4111: communication/interviews. H6: type of investigation code updated to 4110: trend analysis. H6: type of investigation code updated to 4114: device not returned. H6: type of investigation code updated to 4117: device not accessible for testing. H6: type of investigation code updated to 4109: historical data analysis. H6: investigation findings code updated to 213: no device problem found. H6: investigation conclusions code updated to 4315: cause not established.

Event description:
It was reported that the patient underwent a revision surgery on (B)(6) 2021 due to the post breaking off of the tibial hinge component. During the revision surgery, the following eleos implants were revised: tibial hinge component, tibial poly spacer, and distal femur axial pin. No additional information regarding this event has been provided.

Manufacturer narrative:
The investigation is in progress. The product will not be returned for analysis. When the investigation is complete, a supplemental MDR will be submitted accordingly. The following mdrs have been submitted for the same patient: 3013450937-2021-00019, 3013450937-2021-00020, and 3013450937-2021-00021.

Event description:
It was reported that the patient underwent a revision surgery on (B)(6) 2021 due to the post breaking off of the tibial hinge component. During the revision surgery, the following eleos implants were revised: tibial hinge component, tibial poly spacer, and distal femur axial pin. No additional information regarding this event has been provided.